Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while programming a bolus. The patient's blood glucose at the time of incident was 400 mg/dl, which the customer had not treated yet. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Troubleshooting was declined for the high blood glucose. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces, broken reservoir tube lip and was missing reservoir tube o-ring. No button error alarm. No ramping numbers anomaly noted. However, the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked case at reservoir tube window corner and missing the end cap sticker.